Event description:
It was reported by the sales rep that oil was leaking out of the handpiece during pre op set-up., the oil was observed coming out of the hose. There was no contact with the pt and the handpiece was exchanged for another handpiece the customer had on hand. There were no reports of any adverse pt event associated with this malfunction.

Manufacturer narrative:
The handpiece involved in the reported event was evaluated. During the eval the tech noted the handpiece did leak oil from the exhaust hose when operated with a footswitch. The handpiece was repaired and returned to the customer.